Event description:
It was reported that a spectrum pump had failed a volume test (18.87, 18.61 ml) on 19-21 ml vtbi (volume to be infused) and intermittently alarmed upstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing the device alarmed upstream occlusion and failed the volume test greater than 5% and greater than 10%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported events. A review of the event history log revealed multiple upstream occlusion messages. The reported conditions were verified. The cause of the upstream occlusion alarms was determined to be an out of specification upstream sensor. The ultrasonic sensor requires replacement to address this issue. The cause of the failed volume test condition was determined to be an out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.